Manufacturer narrative:
Review of the device history records indicate that devices were manufactured and accepted into final stock with no reported discrepancies. There have been no other events for the lot referenced. It was noted that the device is not available for evaluation. If additional information is received, it will be provided in a supplemental report upon completion of the investigation. Not available.

Event description:
Surgeon revised a right hip that was first revised on (B)(6) 2017. The patient had fallen and dislocated on (B)(6) 2017. Surgeon decided to revise the head and liner to a constrained insert.